Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 25, 2021.

Manufacturer narrative:
This report is submitted on oct 13, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device due to progressive open circuits in multiple electrodes (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.